Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08700 inches.no under delivery/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test.no unexpected no delivery alarm noted. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on "(B)(6)" 2018 with blood glucose of 700 mg/dl at the time of incident. The customer's current blood glucose is 112 mg/dl. The customer was treated with IV insulin drop in the hospital. The customer also reported that the insulin pump did not alarmed no delivery after cannula bent. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The customer stated that the infusion set cannula was bent. The insulin pump will not be returned for analysis. Frn-unk-rsvr: unomed set.